Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous multiple elevated blood glucose (bg) levels (value not provided). Reportedly, the cause was customer consuming carbohydrates. Tandem technical support made multiple follow up attempts, however, no response was received.